Event description:
It was reported that the device would intermittently lock up during the self-test. The device would not boot up properly and is unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for analysis and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported intermittent lock up failure. Physio completed other unrelated repairs and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported lock up failure is unknown.